Manufacturer narrative:
The subject device was evaluated and investigated by olympus medical systems corp. (Omsc). The probe was broken at 12 mm from the distal end of the probe. There were scratches around the broken area . Upon observing the surface of the fractured area, it was discovered that breakage of the probe started at the scratched area. The DHR with the lot number of the subject device was confirmed. No abnormalities detected in the DHR for the following items which related to the reported phenomenon. Inspection: ultrasonic output. Inspection: appearance. Based on the result of the subject device and past investigation results, a likely mechanism causing the error and detachment of the probe might be the following: since a hard tissue such as bone or calcified tissue, or a metal clip, a stapler needle, and other surgical instruments, etc., the probe is applied to the probe, so the probe is applied and the probe breakage error (error code : u504) occurred. At that time, a probe has been scratched. The ultrasonic output was activated continuously in state of "no 1" description. This applied a force to the probe and caused cracks at the area where the scratches were observed. As a result, the ultrasonic level errors (code: u510, 509) and occurred. Probe has been subjected to ultrasonic output again with a hiber, so probe breakage abnormalities occurred. Some loads were broken in the probe. The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed by the non-health professional that during a laparoscopic hernia repair using the subject device with td-sb400, esg-400, and usg-400, the probe was broken off inside the patient after u504 error occurred. The fragment was retrieved. The intended procedure was completed with another device. There was no patient injury reported.